Event description:
The implantable neurostimulator 'quit working' in 2009. It was determined to be non-functional. The lead appeared to be partially pulled out of the cervical canal. The patient hadn't had long term success with the device. The system was scheduled to be explanted three months later.